Manufacturer narrative:
Evaluation codes, results: other (root cause of the event could not be determined) inherent risk of procedure (stent thrombosis) no results available since no evaluation performed (device or procedural images not provided for review) (none) ¿ device not returned for evaluation codes, conclusions: inherent risk of procedure (stent thrombosis) unknown (root cause could not be determined) (B)(4).

Event description:
Patient was admitted to hospital with a sub-acute myocardial infarction and had one resolute integrity drug-eluting stent implanted in a lesion in the lad with 100% stenosis. The lesion was pre and post dilated with 0% remaining stenosis following implantation. Ivus confirmed the stent was well expanded. Approximately 8 days later the patient suffered from vf (ventricular fibrillation) and vt (ventricular tachycardia). Thrombus was confirmed at lad, proximal to where the resolute integrity stent was implanted. After aspiration of the thrombus, the resolute integrity stent was re-dilated using 3.5mm non-compliant balloon. The patient is in remission and was transferred to the other hospital. The patient is still hospitalized and implantation of ICD is scheduled.